Event description:
As reported, button 1 of a 5f mynx control vascular closure device (vcd) upon pressing the device split in half. There was no patient harm. The product was stored per labeling and opened in a sterile field. The device will be returned for evaluation.

Manufacturer narrative:
The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable. Malfunction code of mynx control system-separated no longer applies.